Manufacturer narrative:
(B)(4). The reason for the late medwatch report is due to implementation of process improvement.

Event description:
A pt was experiencing intermittent therapeutic effects in regards to stimulation, with the device turned on or off. It was noted that the issue occurred more often since the implanted device was replaced in (B)(6). It was discussed that the pt should complete a detail diary of when/where stimulation was occurring. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.